Event description:
A surgeon reported the lens was found to be off axis following intraocular lens (iol) implant surgery. He stated the pt complained of seeing shadows. He reported at this time he is unsure if he is going to rotate or exchange the iol. Add'l info has been requested; however, the surgeon is unwilling to provide any add'l details.

Manufacturer narrative:
Eval summary: product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Add'l info was requested on 07/14/2011 07/18/2011 by fax, phone and mail. The surgeon is unwilling to provide any add'l info. (B)(4).